Event description:
It was reported that during a total knee replacement, the blade broke at the mount. It was also reported that the broken piece did not fall into the surgical site. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that both blades were broken from the mount. The returned blade was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial. The handpiece associated with this MDR is as follows; part number: (B)(4).